Manufacturer narrative:
The endowrist vessel sealer instrument has been discarded by the hospital and will not be returned to isi for evaluation. The root cause of the customer reported failure mode cannot be determined. Based on the information provided, this complaint is being reported due to the following conclusion: the endowrist vessel sealer instrument became stuck on tissue and would not open. At this time, it is unknown what caused or contributed to the instrument's reported failure. No patient harm, adverse outcome, or injury was reported.

Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, while the surgeon was using the endowrist vessel sealer instrument, the instrument got stuck on tissue. On (B)(6) 2016, intuitive surgical inc., (isi) obtained additional information from the sites register nurse, whom was present during the surgical procedure. She indicated that while the surgeon was using the endowrist vessel sealer instrument the jaws were lock around 'fatty tissue' and they did not open. The surgeon attempted twice to press the release thumb wheel on the instrument but could not get it to work. The surgeon pulled the grips off the 'fatty tissue' which tore some of the tissue. The patient did not experience any injury and no intervention was needed. The endowrist vessel sealer instrument was removed and replaced with a replacement endowrist vessel sealer instrument, however the replacement instrument was not recognized by the erbe generator. The customer decided to use a laparoscopic vessel sealer instrument to complete the planned procedure. The procedure was completed and the patient was discharged from the hospital as planned. The endowrist vessel sealer instruments were discarded by the hospital and will not be returned to isi for analysis.